Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivery. The blood glucose level was 300 mg/dl at the time of incident. The current blood glucose was 81 mg/dl. Customer suffered from the symptom like difficulty in breathing. Customer treated with insulin pump. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will return for the analysis.

Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No displacement anomalies were noted. Device was programmed with test transmitter link and test plug simulator. Unit communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and device display the programmed valued properly on the display graph. No sensor anomalies were noted. The pump feature auto mode was turn on and monitored. Device displayed properly the auto mode icon and feature working properly. The motor was tested outside the device and passed.